Manufacturer narrative:
Additional information: h3, h6. H10: one (1) actual sample was received for evaluation. A visual inspection was performed with the naked eye noted a broken main body. Functional testing including leak, clear passage, and clamp function testing were performed with no issues noted. The reported condition was verified. The cause of the reported condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the main body of the minicap transfer set had a crack which resulted in a leak. This occurred during use of peritoneal dialysis therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.